Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, after applying a clip with a medium-large clip applier instrument, the jaws would not release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) confirmed that the procedure was a cholecystectomy and occurred on (B)(6) 2023. The instrument was checked prior to the procedure and nothing wrong was noticed with the instrument. Additionally, the incident with the clip applier happened while the surgeon attempted to clamp the vessel or tissue bundle. To his knowledge, there was no patient injury or adverse incident at the time. The customer was using the hem-o-lok medium-large clips/ within the right specification. While the clip was unable to come off, the surgeon utilized another instrument to open up the jaw and grab the clip. The csr stated that he sent an RMA to isi on the first day of the complaint. There are no photos or videos related to this event for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the jaws not releasing the clip after a clip application, the jaws would not release the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The medium-large clip instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding the jaws not releasing the clip after a clip application was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.